Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation and heart failure. Complications reported included device stenosis, perivalvular leak, stroke, aortic valve stenosis, heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: measured versus predicted prosthesis¿patient mismatch after tavr in sievers type 1 bav: incidence, determinants, and outcomes from the ad-hoc registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "measured versus predicted prosthesis¿patient mismatch after tavr in sievers type 1 bav: incidence, determinants, and outcomes from the ad-hoc registry", was reviewed. This research article is a retrospective multicenter experience to evaluate and compare the incidence, predictive factors and prognostic impact of both measured prosthesis-patient mismatch (mppm) and predicted prosthesis-patient mismatch (pppm) among patients with bicuspid aortic valve (bav) undergoing transcatheter aortic valve replacement (tavr). The devices included in the study were sapien 3, sapien 3 ultra, acurate neo, acurate neo 2, evolut r, evolut pro, evolu pro+, and navitor. The article concluded that in patients with sievers type 1 bicuspid aortic valve undergoing transcatheter aortic valve replacement, pppm occurred less frequently than mppm and was predominantly driven by anatomic characteristics and sizing strategies. Although pppm was associated with increased all-cause mortality among patients with small annuli, this association did not extend to cardiovascular mortality and should be considered hypothesis-generating. [The primary and corresponding author was giuseppe tarantini, department of cardiac, thoracic, vascular sciences and public health, university of padova, via giustiniani 2, 35128 padova, italy, with corresponding e-mail giuseppe.tarantini.1@unipd.it.]. This study included patients with severe aortic stenosis and bicuspid valve treated with transcatheter aortic valve replacement from 01 january 2016 to 31 october 2023. A total of 781 patients were included in the study, of which 1% (11) received an abbott device. The median age was 78 years. The majority gender was male. Comorbidities included atrial fibrillation and heart failure.